Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to pre-use check failure has been confirmed during evaluation of the provided problem description and service report. According to the information provided by the field service engineer (fse), it was found the nozzle units were defective and the parts have been replaced. Thereafter the ventilator passed all performance tests and was returned to clinical use. No parts were returned for further investigation. The root cause for the reported problem could not be determined. The correction of field #b5 describe event or problem was required. It is based on internal evaluation. #b5 describe event or problem. Previous describe event or problem: it was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4). Corrected describe event or problem: it was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).